Event description:
It was reported per sales rep that the omnicurve balloon kit sustained a break in the curved conduit. It should be noted that the procedure was completed successfully without any patient impact, surgical delays, and without any adverse consequences.

Manufacturer narrative:
H3 other text : discarded by customer.